Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. (B)(4). Device evaluation not yet finished.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and successfully replaced. No further adverse patient effects were reported. This pacemaker device was returned to boston scientific for analysis. This device is part of the hydrogen induced premature depletion advisory population. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and successfully replaced. This pacemaker was returned to boston scientific for analysis. No further adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.